Manufacturer narrative:
(B)(4). This complaint could not be duplicated nor confirmed in the lab with the returned sample. Therefore, the root cause of the complaint cannot be determined. The lot number batch review was performed, showing no related problems. There was no problem connecting to a baxter titanium catheter adapter, and no information or sample of the adapter in use was provided the label review found the labeling adequate. Baxter will continue to monitor product lines for trends and will take corrective/preventative action as appropriate. Renal quality engineering will continue to monitor this product line for adverse trends and will take corrective/preventive action as appropriate.

Event description:
Baxter received a report from a nurse regarding a transfer set that could not connect with a tenckhoff catheter.

Manufacturer narrative:
(B)(4). Device evaluation expected, but not yet completed. A follow-up report will be submitted upon completion of baxter's investigation.